Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after an unknown procedure, the event is all related to a hemorrhage in the rectum after the procedure that occurred without problem. The hemorrhage has been solved by doing rectal lavage, no other manipulation required.